Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call bent cannula on the insulin pump. Customer's blood glucose level was 580 mg/dl. Troubleshooting for bent cannula was performed. Customer advised they realized the cannula was bent, which resulted in high blood glucose levels and large ketones. Customer was advised to change out their set and return the set for analysis. Customer was advised that replacement sets will be sent out.